Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited repetitive telemetry dropout. No intervention was performed. The patient condition was not known.

Manufacturer narrative:
The reported event of ble drop was confirmed. Based on the information provided, it was observed that the device experienced multiple reconnections due to supervision timeouts, which ultimately led to a telemetry break. The telemetry break was determined to be due to weak ble signal.

Manufacturer narrative:
Correction: b5 - updated the patient condition, it was previously reported as unknown.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited repetitive telemetry dropout. No intervention was performed. The patient condition was stable.